Manufacturer narrative:
On 02/16/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. On 02/20/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/08/2017 a medtronic representative, following-up at the site, reported the issue was only one screw that the surgeon alleged was misplaced and he did reposition the screw.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. The surgeon alleged that the screw placement was 1 millimeter off medially. This was noticed at confirmation of screw placement. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour.

Manufacturer narrative:
.